Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reporting rupture and capsular contracture baker grade iii/IV. This relates to the right device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b3, b5, b6, d1, d.2a, d.2b, g4, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii/IV. Healthcare later reported right side deflation. Device has been explanted and replaced.

Event description:
In addition, unidentified general ¿white ooze¿ was reported via pathology results. Physician further reported "bii symptoms for past 2 years".

Manufacturer narrative:
Clarification to partial b3 date of event: "2 years back" was provided. The event of fluid discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.